Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that they received failed battery test alarm after troubleshooting and after receiving a battery cap. The customer's blood glucose was 259 mg/dl at the time of incident. The customer's mother stated that the failed battery test alarm recurred after inserting a new battery. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current measurements. No unexpected low battery, failed battery, battery out limit or off no power alarms were noted during testing. The pump was received with a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.